Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve¿s hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward¿s tissue valves due to anti-calcification treatments during manufacturing. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis in this case, svd was most likely due to a patient condition/factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from the implant data registry that a 25mm 7300tfx mitral valve was explanted after an implant of two (2) years due to recurrent mitral valve stenosis. The 25mm device was replaced with a 27mm 6900ptfx valve. Patient also received a 23mm 2800 aortic valve. Through medical records, patient had a dilated pulmonary artery and right ventricle. The left ventricular function was hypokinetic. Exposure of the mitral valve was difficult. The procedure was time consuming due to the need to reconstruct and enlarge the aortic annulus. Patient tolerated the surgery poorly and appeared to be in right heart failure at the end of the procedure. An intraaortic balloon pump was placed and placed in inotropic agents. Patient had severe postoperative coagulopathy. Multiple units of fresh frozen plasma, cryoprecipitate, platelets and clotting agents were administered. Physicians were unable to support the patient's ventricular function and patient expired in the operating room. Intraoperatively, the atrium was opened through a transseptal incision across the right atrium and roof of the right ventricle. The aortic valve leaflets were noted to be very sclerotic which were excised. The mitral valve was cautiously removed, taking care not to tear the mitral annulus. The aortic annulus was small and a 21mm bovine prosthesis would not fit. Therefore, the aortic incision was carried across the aortic annulus. A 27mm bovine valve was seated and all sutures were tied. Next, the aortic annular dacron patch was sewn into the position then a 23mm bovine valve was seated with all sutures tied. The aortic annular patch was then completed. The aortic crossclamp was removed while venting the aortic root. There was extensive oozing and bleeding from all puncture sites. Patient was able to be weaned off from bypass with the assistance of the intraaortic balloon pump. Patient continued to be hypotensive and continued to hemorrhage in spite of protamine and blood product replacements. The ventricular function, especially the right ventricle, continued to deteriorate inutile her ventricle function could no longer be supported. Patient was pronounced deceased.